Event description:
It was reported that during a colon procedure, the blade tip broke off, but did not fall into the patient. In the meantime and after this incident, the handpiece couldn't be used any more. No patient consequences. Another like device was used to complete the case.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.